Manufacturer narrative:
The service technician performed investigation on the infusion pump and it failed self-testing due to "no power led charging". First, the power supply pwa was replaced, and then the testing was repeated. After that, the pump passed the repeated test without giving any problem. Probable cause: defective power supply pwa. When the additional information indicating that ¿smoke broke out¿ was received on 31aug2023, the device had already been repaired, the faulty component was disposed and it was replaced with a new power supply pwa. Functional testing/investigation on the original condition of the device is no longer possible. The probable cause for the customer's reported observation of smoke could not be determined. List number 30010-04-05 infusion pumps are only suitable for connection to a 110v power outlet. Connection to a 220v supply will damage the power supply pwa. The pump was serviced by a third party, (B)(4). Updated information can be found in g9.corrected information can be found in b3 and d8.

Manufacturer narrative:
Investigation/testing for this complaint has not yet been fully completed. Section e additional contact: (B)(6).

Event description:
The reported complaint involved a plum 360 driver new. The original complaint, reported on (B)(6) 2023, stated that the pump did not work upon power-on/self test during operation from battery. There was no physical force or impact to the pump. At this point in time, the customer reported that there were no sparks, smoke or any charred area(s) noted during the issue/event. The customer also indicated that there was no damage to the power cord and no other physical damage to the device noted. None of the prongs on the power plug were bent or broken, and no bare metal wires were noted. On approximately (B)(6) 2023, additional information was provided by the facility's service engineer. It was further reported that after one month of solving the original pump issue (pump did not work), the head nurse at the cath lab ward reported that smoke broke out from the plum360 infusion pump. There was no patient involvement, no harm/adverse event and no delay in therapy.